Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2013, the patient underwent left tha surgery with accolade tmzf, trident, delta head. On (B)(6) 2014, the patient underwent right tha surgery with accolade 2, trident, mdm, delta head. After right tha surgery, the pain and tumentia occurred to patient's right hip joint. And the joint fluid was collected in patient's right hip joint. The surgeon considered infection of the right hip joint, and the patient underwent debridement on 3/28/2016. At that time the surgeon found that a lot of granular tissues in the hip joint. The surgeon was able to remove a lot of all granular tissues and the surgery was completed. The surgeon is requesting information on a similar case.

Manufacturer narrative:
Devices were returned for evaluation. Additional devices listed in this report: catalog: 6721-0330, long description (g): size 3 accolade ii 127 deg, lot/serial #: (B)(4). 542-11-50e, trident psl ha cluster 50mm, (B)(4). 626-00-42e, modular dual mobility insert, (B)(4). 6570-0-228, delta v-40 ceramic head 28/+4, (B)(4). An event regarding infection involving an adm liner was reported. The event was confirmed. Method & results: -device evaluation and results: the adm liner was returned assembled within the metal femoral head. Both were found to be unremarkable. -medical records received and evaluation: a medical review was performed and concluded: "in this case no correlation between any specific device property and infection can be established. Intervention was adequate although there is no info on further outcome or whether infection is really under control. As such, this case is not device-related but has its root cause in an adverse mix of procedure related and possibly some unknown patient-related risk factors." -device history review: all devices in the reported lots were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar relevant events for the reported lots. Conclusions: a medical review was performed and concluded that this infection event is not device related. No further investigation is required at this time. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Product surveillance will continue to monitor for trends.

Event description:
On (B)(6) 2013, the patient underwent left tha surgery with accolade tmzf, trident, delta head. On (B)(6) 2014, the patient underwent right tha surgery with accolade 2, trident, mdm, delta head. After right tha surgery, the pain and dementia occurred to patient's right hip joint. And the joint fluid was collected in patient's right hip joint. The surgeon considered infection of the right hip joint, and the patient underwent debridement on (B)(6) 2016. At that time the surgeon found that a lot of granular tissues in the hip joint. The surgeon was able to remove a lot of all granular tissues and the surgery was completed. The surgeon is requesting information on a similar case.